Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. As of now the serial number of the device is unknown.

Event description:
Noise on the ventricular channel inducing stimulation inhibition on the dependant-patient.

Event description:
Noise on the ventricular channel inducing stimulation inhibition on the dependant-patient.

Manufacturer narrative:
Please refer to the attached analysis report.